Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection was performed, and no grip misalignment was observed. There were no issues observed with manual articulation of the instrument's input. The grip tips moved accordingly. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The bumper test was performed and passed. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the maryland bipolar forceps instrument would not articulate properly. Upon initial inspection, the instrument was ready to use. The issue occurred midway through the procedure. The procedure was completed as planned with no reported injury using a backup instrument.